Event description:
It was reported that this patient was admitted to the hospital with a heart rate at 120 bpm. Technical services (ts) analyzed device data of the patient's pacemaker and found that there was right atrial (ra) lead under-sensing. Immediately following pacing, there was a rate increase. Ts offered reprogramming suggestions as troubleshooting. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.